Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of won't turn on / off was due to the motor control board. Replaced motor controller board assy for no power, rear case housing assy damaged bottom right-side corner, left side iui connector assy was damaged. Replaced u3 led on display board assy for segment dim. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the motor control board. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 02/13/2015 to the present date 12/11/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported that the device won't turn on / off. No patient involvement.

Event description:
The customer reported, that the device won't turn on/off. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that the root cause of the customer reported issue of won't turn on/off was, due to the motor control board. Replaced motor controller board assy for no power, rear case housing assy damaged bottom right side corner, left side iui connector assy was damaged, replaced u3 led on display board assy for segment dim. A review of the device history record for sn#: (B)(6) was performed from date of manufacture 02/13/2015 to the present date 12/11/2020. And confirmed, that this device was not previously returned for servicing. And there were no production failures, indicated on the source device. Based on the findings, service determined, that the proximate cause of the customer reported issue was, due to electrical failure of the motor control board. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted, for the following parts replaced that have an already existing CAPA. CAPA # ca-2018-0161 for iui.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 02/13/2015 to the present date 12/11/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
The customer reported that the device won't turn on/off. No patient involvement.